Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on (B)(6) 2011. An actual sample was received for evaluation. A visual inspection was performed and the results were satisfactory; all components were present, in the right position, and complete. The sample was then submitted for underwater leak test and a small hole was observed in the housing between the tubing and upper seal. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a cysto/bladder irrigation set in which a nurse observed leakage from the chamber area of the set. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.